Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced as the patient had increasing diaphragmatic stimulation even when the lv output was reprogrammed. In addition, lv capture threshold measurement was increasing. This issue was noticed as the patient complained of the mentioned stimulation. Additionally, the patient needed bi-ventricular pacing since turning the lv lead off caused increased heart failure symptoms. There is no evidence that a lead physical damaged was related to this issue. No additional adverse patient effects were reported.